Event description:
It was reported that customer was hospitalized with high blood glucose and diabetic ketoacidosis. Her symptoms were nausea and vomiting. The customer was reportedly treated intravenously. She was wearing the insulin pump at the time of hospitalization. At the time the report was made, the customer's blood glucose was 524 mg/dl. It was stated that the insulin pump would not deliver more than 0.9 units of insulin before alarming no delivery. The customer was being treated with injections. It was not possible to perform troubleshooting as the customer was not currently wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4)